Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed due to calcification. Following deployment of the valve, the patient's blood pressure dropped. Cardiopulmonary resuscitation (CPR) was performed, however, the patient ultimately died. Per the physician, the patient's lack of cardiac reserves due to their history of severe tricuspid regurgitation and moderate-severe mitral regurgitation contributed to the event.